Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set cannula bent event on 19-apr-2024. The event was occurred on day 2 and the infusion set was in use for 2 days. The insertion site was at belly bum. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.